Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily calcified. During use in the patient anatomy, the xience alpine 3.5 x 33 mm stent came off the balloon and had to be retrieved in the patient's arm using a snare device. There was no resistance noted prior to dislodgement. There was a delay in the procedure, however it was not clinically significant as there were no adverse patient effects. Another xience stent was successfully deployed to complete the procedure. The patient had an excellent final outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported stent dislodgement cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the device was received for evaluation.